Event description:
Step-daughter was assisting her step-mother into a wheelchair. She placed her hand on the seat and got her right pinky finger caught in the bar. The tip of her finger was amputated when it got caught.